Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that surgeon was performing wipple / gastric resection with the stapler. Two first firings with stapler was ok but during third firing other stapler rows staples did not performed. Outer stapleline needed to be sutured. There were no patient consequences reported.